Event description:
It was reported that the patient presented in clinic. Device interrogation showed that the patient's right ventricular (rv) lead exhibited noise and low defibrillation impedance. A chest x-ray was performed and revealed externalized conductors on the rv lead. Additional information was requested and not received.